Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin and the cannula was dislodged from the site.

Manufacturer narrative:
Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. Although no issues were found, the reported dislodged cannula could not be determined. A tear in the exposed portion of the soft cannula was observed during the investigation, it cannot be determined when or how the damage occurred. A drive stall was observed in the initial data generating an 0x40 hazard alarm. During the drive stall the hook talons failed to detent the ratchet gear which was found to be the cause of the 0x40 hazard alarm. The cause of the failure to detent could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.